Event description:
Complainant alleged that during functional testing, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode on the main board. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.